Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could be confirmed based on available medical records and healthcare professional opinion. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert and he opined as below. Planning and device implementation was done appropriately and it seems as if there was an infection in the ankle leading to loosening of the tibial implant, with the cement spacer and a partial girdle stone situation the surgeon seems to solve the problem with leaving the original talar implant and changing the tibial component and the pe-liner. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by infection in ankle which in turn leads to loosening of implant. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.